Manufacturer narrative:
Of the reported eight malfunctions, lot numbers were provided for five malfunctions and lot history review were performed. The product catalog number for one malfunction was updated as unk denali. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all eight malfunctions and additionally image was provided for two malfunctions. Therefore, the investigation is confirmed for the reported perforation for all eight malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Corporate lot no: gfyl3322, gfxi2525, unknown.

Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All eight malfunctions involved patient with no patient consequences. Of the eight patients, two were male and six were female, all eight patients age ranged between 43-88 years and four patient weighs in the range between 144 - 330 lbs. All other patient details were not provided.